Manufacturer narrative:
Missing lot information and the product has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 years after the dental implant and abutment were placed, the implant was trephined out. Clinician reports crown mobility. The screw was loose but the abutment was stuck on implant. When the loose screwhead was removed, the tapered cone of abutment remained in implant. There were no reported complications.

Manufacturer narrative:
Missing lot information and the product has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the device code was considered as no known device problem.

Event description:
The clinician reported that 1.5 years after the dental implant and abutment were placed, the implant was trephined out. Clinician reports crown mobility. The screw was loose but the abutment was stuck on implant. When the loose screwhead was removed, the tapered cone of abutment remained in implant. There were no reported complications. (B)(4).